Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detector alarm occurred at the beginning of a routine hemodialysis treatment. Visual evidence of an actual blood leak was not reported. Rinseback was not performed due to facility protocol, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback, as instructed in the user's guide. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. Review of the treatment log file is inconclusive. The exact cause of the reported alarm cannot be determined. The occurrence of a blood leak alarm during treatment, without gross evidence of an actual blood leak is typically the result of air in the effluent chamber, that was not evacuated adequately by the operator during priming of the cartridge. There have been no other similar reports with this lot of cartridges. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.